Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer went to the hospital and was admitted to the intensive care unit with a blood glucose (bg) level of over 1000 mg/dl and a high ketone level identified as dangerous by healthcare professional. The customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 11/20/2022 with the issue resolved and no permanent damage. Additionally, it was reported that the pump battery was unresponsive. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.